Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices after an unrelated procedure. In turn, the ipg deemed inoperable. Troubleshooting is pending

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: code changed to 3283 - wireless communication problem, added 1924 - failure of implant.